Event description:
It was reported that pump display had pixel issue that prevented customer from interacting with pump and reading pump screen. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place pump in storage mode before return, advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump, and directed customer to return problematic pump using prepaid label within 10 days, which customer acknowledged and understood.